Event description:
Bayer case number: (B)(4). After this treatment, several physical symptoms have developed [injury nos]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of injury ("after this treatment, several physical symptoms have developed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. The reporter commented: on (B)(6) 2010, I underwent a medical procedure at hospital known as the ¿essure sterilization method¿. After this treatment, several physical symptoms have developed. I have since had follow-up treatments. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. The most recent follow-up information incorporated above includes data received on: 22-dec-2025: quality safety evaluation of product technical complaint. Internal correction - coding of event "after this treatment, several physical symptoms have developed" is updated to "injuey nos" from "adverse event nos". Event is upgraded to serious from non-serious. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). After this treatment, several physical symptoms have developed [injury nos]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of injury ("after this treatment, several physical symptoms have developed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 22-apr-2010, the patient had essure inserted. On unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. The reporter commented: on 22-apr-2010, I underwent a medical procedure at hospital known as the ¿essure sterilization method¿. After this treatment, several physical symptoms have developed. I have since had follow-up treatments. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2026: quality safety evaluation of product technical complaint. F codes were updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) after this treatment, several physical symptoms have developed [injury nos]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of injury ("after this treatment, several physical symptoms have developed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. The reporter commented: on (B)(6) 2010, I underwent a medical procedure at hospital known as the ¿essure sterilization method¿. After this treatment, several physical symptoms have developed. I have since had follow-up treatments. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.